Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 with low flow alarms. Echo revealed right ventricular dysfunction. Diuretics were held for 3 days and discharged home. Patient returned (B)(6) 2020 with heart failure symptoms such as shortness of breath, 8 pound weight gain, and edema. CT on (B)(6) 2020 showed non-occlusive thrombus in outflow cannula. Patient had been home on milrinone. IV lasix treated for diuresis. On (B)(6) 2020, right heart catherization revealed no substantive change in hemodynamics with changes in pump speeds. Patient discharged home (B)(6) 2020 with increased dose of milrinone, and increased dose of torsemide. CT will be repeated in one month.

Event description:
The patient was discharged home on (B)(6)2020 and was seen in the clinic on (B)(6)2020 with no lvad alarms.

Manufacturer narrative:
Section b5: additional information section h6 (patient code): correction section h7, h9: additional information manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for review. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported the low flow alarms resolve following treatment of the reported outflow graft twist. The report of an outflow graft twist could not be confirmed as no images were submitted for evaluation. Furthermore, a specific cause of the reported outflow graft twist could not be conclusively determined through this investigation. A direct correlation between the device and the reported right ventricle (rv) dysfunction, shortness of breath (sob), edema, weight gain, and aortic insufficiency could not be conclusively determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief, ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. The introduction of the hm3 lvas IFU explains the pump parameters, including pump flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 lvas IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. Right heart failure is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The surgical procedures section of the hm3 lvas IFU states that moderate to severe aortic insufficiency must be correct at time of device implant. The patient care and management section of the hm3 lvas IFU contains a subsection titled ¿right heart failure.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient returned to or for outflow graft obstruction due to twisted graft base. Outflow graft was untwisted and bend relief was removed. Also, patient had aortic insufficiency which resulted in aortic valve being replaced.